Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. UDI: (B)(4) unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the an investigation was unfortunately not possible; no conclusion could be drawn, as no product was received. DHR-review not possible due to no lot number provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when the surgeon attached the drill sleeves, he noticed that threading on the sleeves was not high enough, resulting in insufficient locking. Thus, it was difficult to attach them to the plate. On the other hand, the sleeves easily came off the plate. There was no surgical delay. No information about patient and surgery outcome. This complaint involves 1 part. Concomitant device: 1x unk plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.